Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing power management board. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received power management board, with a reported unit failure of the batteries not charging in the iabp. The fat performed a visual inspection and found the part to have a damaged q27 component. Fat verified the board was faulty but cannot send to the supplier for failure analysis due to this revision being obsolete. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is not holding a charge.

Event description:
It was reported that post use, the cardiosave intra-aortic balloon pump (iabp) is not holding a charge. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.